Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not attaching to the cystic duct while using the device. A second device was used to continue without pt consequence.